Event description:
It was reported the patient's ipg is perpendicular in the pocket site and causing her discomfort. Follow-up information identified surgical intervention will be taken at a later date to secure the patient's ipg at the pocket site.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.